Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the surgery via tha for oa for the hip joint with the product in question. During surgery, when the surgeon was performing stem rasping with the product in question, the base of the hammer broke. There were no broken parts left inside the body, and a different hammer was used without affecting the surgery. The surgeon opined that the cause of the breakage was likely due to metal fatigue. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that on feb 13, 2024. The patient underwent the surgery via tha for oa, for the hip joint with the product in question. During surgery, when the surgeon was performing stem rasping with the product in question, the base of the hammer broke. There were no broken parts left inside the body. And a different hammer was used without affecting the surgery. The surgeon opined, that the cause of the breakage was likely, due to metal fatigue. The surgery was completed successfully without any surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection revealed, that the light slotted hammer had the head broken and handle broken at the weld junction. Additionally, the hammer head (poly and metal portion) was found with heavy worn patterns attributed to heavy high cycle impaction. The observed, condition was identified, as an end of life indicator. Damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use. The device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was unable to be performed, due to the post-manufacturing damage. The overall complaint was confirmed. As the observed, condition of the light slotted hammer would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. And it has been determined, that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "it was reported that on (B)(6) 2024, the patient underwent the surgery via tha for oa for the hip joint with the product in question. During surgery, when the surgeon was performing stem rasping with the product in question, the base of the hammer broke. There were no broken parts left inside the body, and a different hammer was used without affecting the surgery. The surgeon opined that the cause of the breakage was likely due to metal fatigue." The product was not returned to depuy synthes, however photos were provided for review. See attachment photo (B)(4). (B)(6) hospital. The photo investigation revealed that light slotted hammer was broken at weld junction between shaft and head. Review of provided photo shows the broken condition of device however with the available evidence exact potential cause cannot be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the light slotted hammer would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.